Manufacturer narrative:
As reported, the capsure device fired two fasteners during the third attempt. The subject device is said to be available however, at this time has not been returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the photo evaluation results and to update the lot number. The photo provided confirms a capsure fastener has been deployed into the peek cap of another fastener, in-vivo. Review of the photo confirms the reported event, however do not assist in determining a root cause. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Updated fields: b4, d4 (corporate lot no, expiry date, UDI no.), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during tapp procedure, when the surgeon was trying to fixate in the patient's abdomen when two fasteners deployed during the third attempt were not fixated and were fired in vitro. The procedure was completed with a new device. There was no patient injury.

Event description:
As reported, during tapp procedure, when the surgeon was trying to fixate in the patient's abdomen when two fasteners deployed during the third attempt were not fixated and were fired in vitro. The procedure was completed with a new device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device fired two fasteners during the third attempt. The subject device is said to be available however, at this time has not been returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.